Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported breakage on the ik device. The distal tip (approximately 4 cm) had broken off when attempting to remove the introducer and needed to be surgically removed. The distal tip was removed with forceps. The patient was reported to be ok, however, the procedure was extended. Additional information was received on 8/8/2018. The procedure was a normal percutaneous transluminal angioplasty. The broken part of the introducer was still visible so the physician was able to grab it with forceps and remove it, so no additional cut down was required. The blood loss was very little, no transfusion needed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6fr ik sheath was returned to for evaluation. The sheath was fractured into two parts. No other anomalies were noted on tip or the valve. The fractured portioned was microscopically examined and on the portion of the sheath still attached to the hub, a clean diagonal break was noted throughout the length of the cut except until the very end where the plastic portion had undergone elastic elongation. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an external blade encountered the sheath, however, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.